Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. The instructions are precise and clear on how the test should be performed. It is incumbent upon the user to follow the instructions as they are called out in the package insert. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Additionally, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Consumer dipped nasal swab into reagent before inserting in nasal cavity - consumer reports they had a bloody nose as a result - ts documenting and recommended consumer follow-up with provider if symptoms persist

Event description:
Consumer dipped nasal swab into reagent before inserting in nasal cavity - consumer reports they had a bloody nose as a result - ts documenting and recommended consumer follow-up with provider if symptoms persist.

Manufacturer narrative:
Follow-up to correct the product code to qkp.